Manufacturer narrative:
It is unknown if the device fragment was left in the patient. This is not labeled. Device separation is not labeled. The product was not returned to assist in our investigation. Quality control (qc) confirms the type and outside diameter of tubing for the inner and outer catheters and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. They also confirm the surface is clean and free of imperfections and the dimensions of the inner and outer diameters at a level one inspection level. The device was not returned to assist in our investigation. The event description states that the patient has a history of cirrhosis and heptacellular carcinoma. Frequent procedures from these pre-existing conditions may have led to scarring at the insertion site and it is possible that the device encountered resistance due to this scarring. We are continuing to monitor for similar complaints and have notified the appropriate personnel.

Event description:
Patient with a history of cirrhosis, hepatocellular carcinoma (recurrent), underwent a transcatheter hepatic arterial chemo-embolization (tace) in the interventional radiology department. The micro catheter dilator broke off. It is uncertain whether or not the piece migrated into the patient. An arteriogram and CT scan were performed and did not reveal the fragment. The fragment was also not on the floor. No additional information was provided regarding outcome of the patient.